Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2024; and a suture was used. During the procedure, the suture needle detached during use. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4 lot expiration, d9, h4. H3 evaluation: the product was returned for evaluation. The product received revealed that it was received one open sample that pertain to product code. Upon visual assessment of the returned sample, it was noted that the needle was detached from the suture. The needle was examined, and the swage and attachment area were noted to be as expected; the barrel hole was examined under magnification and remnant suture was observed. The suture could not be dispensed since have began with the process of degradation. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. The foil packets were visually inspected, and excessive wrinkles and holes in the cavity were observed due to handling. It should be noted that a 100% inspection is performed to ensure that no issues related to packaging are identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.